Event description:
A report was received that alleges that the endotracheal tube was to be placed but after the stylet was removed the tube collapsed into an "s" shape and was too flexible to hold shape once it was advanced past the vocal cords. The tube was removed. No harm to the patient was noted.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.